Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The basal feature worked properly. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Event description:
It is reported that the patient's is having an issue with the basil pump on their insulin pump. Patient's blood glucose level is at 225mg/dl. Trouble shooting is conducted and found that pump will have to be replaced. Device is being returned. No further information available.